Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4) ) for investigation. A follow-up report will be submitted when the platform is returned and the investigation has been completed.

Event description:
The autopulse platform (sn( B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user tried to troubleshoot by restarting the autopulse platform, however the platform did not retract the lifeband and displayed ua 7. Patient use information was requested but no additional information was provided, therefore patient use is unknown.